Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture. The physician explanted and replaced the lead, as well as electively replaced the pacemaker. Upon repositioning the new right ventricular lead, the helix became unable to extend. The physician exchanged this lead during the same procedure on (B)(6) 2020 while the chest pocket was open. The patient was in stable condition.